Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 564 mg/dl and a corrective bolus was delivered in an attempt to lower the bg level. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin, medication and potassium phosphate. The bg lowered to 240 mg/dl. The contact was not sure what caused the high bg level. The customer's healthcare provider thought that the pump may not be working properly. The customer's mother performed a pump system check with tandem technical support and no device issues were identified. The contact did not see any issues with the infusion set site. The contact agreed that the pump appeared to be functioning properly. Although requested, the customer's discharge date was not provided.